Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
This is a duplicate report of 1818910-2018-70000. 1818910-2018-72019 is being retracted as it is report duplication. 1818910-2018-70000 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4).

Event description:
Clinical notification received for revision related to aseptic loosening.